Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace the proportional solenoid valve (psol). The customer reported that the psol valve was replaced and unit passed all testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).